Manufacturer narrative:
The service technician was unable to verify the reported issue. The unit passed the extended test at customer's settings without any unusual alarm and error. It also passed initial final test using automated testing fixture which tests the total functionality of the ventilator. It passed the initial alarm volume test with no restriction. The unit was opened and inspected and no anomalies were found. The unit will be processed through service to meet all factory specifications and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the revel ventilator unit was experiencing frequent low air pressure alarms. The issue occurred during patient-use and the low pressure o2 (oxygen) supply hose was replaced to try and resolve the problem. The patient did not have to be removed from the ventilator. The customer confirmed that there was no patient harm associated with the reported event.